Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the patient developed pseudoarthrosis (malunion) approximately seven (7) months postoperative after implantation of the tomofix tibial head plate. The plate is reportedly not damaged. It has been determined as part of the patient¿s treatment plant that the tomofix plate will be left in place and revision surgery will include implantation of a second plate. The date of the revision surgery is not available for reporting. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of implant is unknown date in (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery took place on (B)(6) 2017 and was completed successfully. During revision it was noted that the fracture line was consolidated, there was an refreshment of the tissue under the plate. No further intervention was necessary. Patient outcome post-revision surgery was not reported.